Event description:
The customer stated there is a sound inside the device when charging. No patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.